Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the reason for the call was that the patient had lost their handset. They were sent a package of some different things to turn the stimulation off to have an MRI. They did not know how to turn the stimulation off. While they were being walked through the steps to turn off stimulation, they said they got on their screen, 'contact medtronic if need assistance; allow my therapy to access photo and media.' Mobility was called and conferenced on, and the patient was able to get to the patient application. They were unsuccessful in connecting the handset and communicator to the stimulator. They confirmed no electromagnetic interference (emi) was around, and the communicator was not plugged into the recharging cord. They selected the correct communicator serial number. It was confirmed the communicator was vertical with the blue side against the skin. The handset and the communicator were rebooted. When asked if the therapy had been helping their symptoms, the patient said they had lost the patient programmer, and had stopped using the therapy because they were not getting results from it. They could feel the stimulator, but it was pretty deep in there. When asked when the symptoms started, they said it had been quite a while, probably a year. They went to another urologist in a different state than they were in now. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. It was explained to the patient that their stimulator needed to be checked; that it may have reached the end of life.